Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. A stylet was attempted to be inserted into the lumen and became stopped at approximately 79cm from the terminal pin. To identify the cause of the blockage, the lead insulation was removed and foreign material was found in the lumen in the area the stylet became stuck. The foreign material was determined to be blood/body fluid and polymer from interaction between the lead and guide wire. Difficulty passing the lead over the guide wire was confirmed.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead was attempted to be positioned. However, no capture was obtained in any vector. It was noted the lead did not pass smoothly over the guide wire, despite flushing the lead, catheter, and guide wire. A different model lv lead was implanted with no further issue. No adverse patient effects were reported.